Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 4000mcg/ml at 1200mcg/day via an implantable pump. The healthcare provider reported that the patient had a motor stall to the pump on sunday. Per the healthcare provider there was no emi or magnetic interaction. The pump was replaced yesterday. Additional information received from the patient reported that their pump stalled out and quit working last saturday and the pump was then replaced on monday. The patient wanted to know about ham radios.